Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "separate tubing" could not be confirmed. In addition, baxter is in communication with the customer to obtain the lot number. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare, the end of the tubing of one (1) ce intermate sv100 device fell off before use. According to the report, the device was filled with vancomycin and sodium chloride. This was observed by the patient before the patient connected for therapy. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.